Event description:
According to the reporter, during a laparoscopic gastrectomy, the device was unable to fire. The surgeon was unable to squeeze the handle of the stapler after pushing the green button. A new handle and reload was used in order to complete the procedure. There was no injury noted.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the reload found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened, and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.